Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The insulin pump had a constant motor error alarm during rewind due to the motor encoder signal out of phase. They were unable to perform the displacement, self test, operating currents, and off no power test due to the motor error alarm. There was no moisture damage on the motor, battery tube, and vibrator assembly. The pump has moisture damage on the lcd board. The moisture damage was noted in the force sensor resistor during visual inspection. The pump was received with a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube, and a cracked belt clip slot.

Event description:
It was reported that the customer was at work and had removed and reinserted the battery on the insulin pump. Customer's blood glucose was 20.5 mmol/l. Customer had a motor error alarm and attempted to rewind the pump. Customer received a failed battery test alarm. Customer does not have a spare battery. Customer will change the battery later and call back. Customer called back and had a new battery, but the pump was still alarming. Customer was unable to rewind. Customer stated that she swam with the pump accidentally prior to the alarm occurring. Customer was advised to contact her doctor for a back-up plan of manual injections to follow until the replacement arrives.